Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Pending repair details and patient information.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed and no repair information was found.